Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that after an initial lumbar fusion in 2019 with non-globus hardware the patient was continuing to have issues, it was discovered that a screw and rod had broken off. The patient underwent another lumbar fusion (B)(6) 2025 where revere was installed to replace the original hardware. 3 months post the install of the revere hardware the patient is experiencing pain again and it was found one of the revere screws has broken now in the left pelvic bone. The patient is now waiting for another surgery to revise the revere hardware.